Event description:
A male pt contacted lifecor customer support to report that the device was clicking, and when the battery pack was removed, it was hot to touch. Support had the pt replace the battery pack and download. The download revealed nothing out of the ordinary. Pt stated that when the battery pack that was in the monitor was placed in the charger, the red battery pack fault led illuminated. Support replaced the pt's battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.